Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners and belt clip slot and minor scratches on lcd window.